Event description:
It was reported that during an unk procedure after firing the staples were stocked on the tissue. The staples were burst out. Therefore, the tissue didn't be formationed. The case was completed with a suture line. There was no adverse consequences to the pt.